Event description:
It was reported that during surgery while doctor was using cr bumper with impactor as a secondary impactor when cementing the femur. It broke into two clean pieces and we used the tibia impactor to finish. No procedure delay.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half, rendering it inoperable. Both pieces were returned. The device was manufactured in 2016 and shows signs of extensive use. The medical investigation concluded that, per communications, the device broke in two clean pieces. As a result, the surgeon changed to the tibia impactor to finish the procedure. One photo of the broken bumper that confirms the clean break was provided. Since there was no harm alleged to the patient, and no delay in the case, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this compliant will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.